Manufacturer narrative:
This MDR was generated under protocol (B)(4), a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the seal was removed/broken. The top case near the tubing holders, right plunger and plunger case were cracked. The serial number was handwritten on the label, force sensor cable was torn, one rubber foot was missing from the bottom case and very old dirty drivetrain parts. The event history log had the reported "motor rate error". The error was found during occlusion test. Root cause was found to be normal wear of device components. The pump is over 14 years old. The technician replaced main board, motor assembly (stepper motor included), worm gear, lead screw, and clutch halves. The occlusion test was performed which the device passed occlusion and all functional tests. Unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that motor issues occurred. No patient injury was reported.